Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurring alert code 38 indicating consecutive stalled motor while the ilet had battery life over 50 percent, leading to instructions to disconnect and revert to manual injections and a planned replacement shipment. Symptoms included no reported injury and a reported blood glucose of 145 mg/dl. Outcomes included temporary interruption of automated insulin delivery with self-management via manual injections and no hospitalization. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.